Event description:
The pt experienced withdrawal symptoms. They suspected a disconnect of the pump connection. When the surgeon opened the pt; they withdrew and got back csf from the catheter. They tested the rotor functionality of the pump and it was normal, so they just reconnected the connector and closed the pt. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.